Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received calibration error during first calibration, and after the sensor error. It was reported that the sensor was removed and a very sort electrode was noted. The customer's blood glucose level was reported to be good. It was reported that the sensor would be replaced.